Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 4 months post index procedure the patient suffered cardiac arrest and died. Cause of death was classified as non sudden cardiac death. The cause of death was cardiac arrest due to atherosclerotic heart disease, congestive heart failure and hypertension. The investigator assessed the event as not related to the index device or anti platelets. The sponsor assessed the event as possibly related to the device and anti platelets.